Event description:
Caller alleged imprecision with the inratio meter. Results as follows: date: (B)(6) 2012, dr's inratio: 5.4 - 5.3, pt's inratio: 3.3. Tests performed within minutes. Test performed after the pt got home from the dr's office.

Manufacturer narrative:
Investigation: per complaint, time of testing between dr's inratio and pt's inratio is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. Inratio precision data provided by end-user lot: date: (B)(6) 2012, 1st inr: 5.4, 2nd inr: 5.3, 3rd inr: 3.3, mean: 4.57, sd: 1.18, %cv: 25.38. Since %cv is more than 20%, the precision test failed the criteria for precision. Add'l investigation is required. Unable to perform retained strip test due to unk strip lot number on the event details. No further investigation is possible. Conclusion: analysis of the client's data from repeat inratio tests revealed that test results did not meet precision criteria. Since no strip lot info was available and no product associated with the complaint was expected to be returned, further investigation/testing could not be performed. This issue will be subject to tracking and trending. No corrective action required at this time as no preduct deficiency was established.